Event description:
The customer reported that the device cord was frayed and caught in the package seal. The device was not used. Initial evaluation of the incident sample found exposed wire and the cord failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.